Event description:
It is reported that the device was implanted in late 2006 and was revised in 2008, due to the stem being loose and possible infection.

Manufacturer narrative:
Evaluation summary: based on the information provided and observations, the periprosthetic fracture and stem loosening may have been due to one or a combination of the following mechanisms. It is possible that the periprosthetic fracture may have caused the stem to loosen, and an immune response may have resulted in swelling and fluid generation. Alternatively, the stem may have first loosened, causing the periprosthetic fracture. Periprosthetic fracture and/or the femoral stem loosening may have caused by the following mechanisms: extent of proximal bone support for stem implant, extent of bony in-growth, smaller femoral stem size than necessary for the patient, stem with incorrect offset, extent of surrounding soft tissue tension, impingement between femoral stema and liner, patient activity level, or rehabilitation regime and compliance thereof. However, the exact cause for the current situation can not be conclusively determined. Device history records indicate device manufactured to specification.